Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and replaced the reagent probes, the reagent diluters and the aspirate diluters. The cse also replaced the acid and base pumps along with the 2-way teflon valves. The cse then cleaned the luminometer, calibrated the assay and ran quality controls. The cause of the discordant tni-ultra results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant cardiac troponin I (tni-ultra) results were obtained on multiple patient samples on an advia centaur xp instrument. It is unknown which discordant results were reported to the physician(s). Sample 3 and sample 6 were repeated twice, while the remaining samples were repeated at least once on the same instrument. Upon repeat testing, sample 1 and sample 3 repeated higher while the remaining samples repeated lower. It is unknown which corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant tni-ultra results.